Manufacturer narrative:
The insulin pump was received with a cracked end cap. The pump had a minor scratched lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. They were unable to perform the functional test due to cracked end cap anomaly.

Event description:
The customer reported via phone call that the bottom part of the insulin pump was popping out. Customer stated that she had to hold the bottom part so it wouldn't fall off. Customer stated that she was rewinding the pump and the plastic bottom of the pump where the medtronic logo and the drive support cap is located was popping. Customer stated that the pump was dropped a few times. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.